Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('there were some smaller implants in the cul-de-sac'). In a 36-year-old female patient who had essure inserted. The patient's medical history included: pelvic pain female, menorrhagia, dysmenorrhea and endometriosis of pelvic peritoneum. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy with ovarian preservation). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: there were some smaller implants in the cul-de-sac, which were ablated intraoperative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there were some smaller implants in the cul-de-sac,') in a (B)(6) year-old female patient who had essure inserted. The patient's medical history included pelvic pain female, menorrhagia, dysmenorrhea and endometriosis of pelvic peritoneum. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy with ovarian preservation). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: there were some smaller implants in the cul-de-sac, which were ablated intraoperative. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.